Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure, to remove the leads, due to the patient experiencing a wound healing impairment. The physician reimplanted the patient with a unilateral system for dominant side control. The explanted devices were retained by the medical facility.